Event description:
Please note the event date above is an approximation. It has been informed as december 2006. After taking a blood specimen with a safepico sampler an employee stuck him/her self in a finger while trying to activate the needle shield device. To be able to conduct further investigation of the incident the hospital has been requested to provide further info on the incident but has informed that no further info are available. Further more they have informed that they have disposed of the sampler. According to the hospital the employee was treated, but the hospital has been unwilling to reveal the nature of treatment as well as knowledge about contamination of the sampled blood.

Manufacturer narrative:
See add'l scanned page.